Event description:
It was reported that the user dropped the ilet pump onto a tile floor, after which the housing fractured and the touchscreen became unresponsive, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no reported changes in blood glucose. Outcomes included continued diabetes management using backup therapy and the ability to continue cgm with the dexcom app or receiver. Investigation included customer service troubleshooting and coordination of device replacement and return. Investigation of this device revealed physical damage to the pump consistent with impact, resulting in a nonfunctional touchscreen and inability to shut down the device, which aligns with a damaged enclosure and display/input component. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated physical damage due to device being dropped.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.